Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a significant middle ear infection in (B)(6) 2016 and has discontinued use of the device due to warming up of the audio processor. Comprehensive in situ testing was indicative of a functional implant. Re-implantation is being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation did not reveal any device defect. The stimulator electronics operates within specification. Based on the investigation results the reason for the reduced benefit and the reported problems seems to be non-implant related. This is a final report.

Event description:
It was reported that the patient had a significant middle ear infection in (B)(6) 2016 and discontinued use of the device due to warming up of the audio processor. Comprehensive in situ testing was indicative of a functional implant. The patient was explanted of the device.